Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that +++ was seen for the flow reading with multiple pi events. The echocardiogram (echo) indicated that the left ventricle (lv) appears to be distended and is not unloading with increased speeds. The patient will be admitted for further evaluation. The patient is currently doing well on heparin drip.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.